Event description:
A malfunction alarm was reported with code malf 16 that required pump replacement, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement and instructed the customer to use multiple daily injections as a backup therapy. The customer was informed on how to put the malfunctioning pump into storage mode and agreed to return it using the pre-paid label within 10 days.